Manufacturer narrative:
Corrected data: h6 (investigation conclusions code ¿61¿ was listed in error on the previous follow-up report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to silicon rubber, cellulose fiber, and protein entering the air/water delivery nozzle during handling and causing the blockage. The origin of silicon rubber is the rubber parts used in packing rubber for air/water supply valves and reprocessing-related accessories. It is assumed that these rubber parts have been used repeatedly, and the rubber pieces that have fallen off accidentally entered the air/water channel. The origin of the cellulose fiber is thought to be a fiber material used for gauze and towels. It is assumed that the cellulose fiber accidentally entered the air/water channel when the scope was being wiped up. The origin of the contamination may be from sewage residue or human body fluids. It is assumed that the clogging of the air delivery nozzle caused insufficient cleaning, resulting in a residual stain that adhered during the case. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. The results of the component analysis indicated that the foreign material was cellulose fiber. The cellulose fiber may not have originated from the scope, but rather from gauze, towels, or other fibers used in the surrounding area, but because of the wide range of origins, it could not be identified. As for the cause of the foreign object clogging the air/water supply nozzle, it was probable that the gauze, towels, or other fibers used during reprocessing remained in the air/water supply channel and were not ejected from the air/water supply nozzle, causing the nozzle to become clogged. It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected by handling the device in accordance with the following instructions for use (IFU): operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system": [inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the colonovideoscope had air and water flow issues from the air and water flow system. The event was found during inspection for use. The procedure performed was diagnostic and customer continued the usage of the device. There was no delay and there were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional evaluation findings are as follows: due to clogging of nozzle, air and water supply volume does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of upward and downward angulation knob was out of the standard value, adhesive on bending section cover or distal sheath had a chip, adhesive around objective lens was peeled, plastic distal end cover,  connecting tube, light guide connector, video connector, video connector case, video cable, universal cord, grip, scope cover,  switch box, forceps elevator, lock engagement lever, free-engage knob, upward and downward angulation knob, and control unit had a scratch, due to a scratch and dirt on the objective lens, the image had dark area partially, objective lens had discoloration, adhesive around objective lens was peeled, protector of the video cable section had a cut, suction cylinder was shaved, due to a scratch on objective lens, flare occurred, third party repair has been performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. The customer cleaned, disinfected, and sterilized the device before sent it to olympus. According to the customer, it is a free record, it is unknown if there was any delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing.